Event description:
Pt reported increased pain experienced following a dye study evaluation of the intrathecal catheter that was performed the previous day. Two weeks later, the pt reported having surgery to have a "growth removed", and the catheter was replaced". Pt reported having significant post operative pain, and MFR recommended to consult with their physician. Additional info has been requested from the physician regarding the pt reported events, and a follow up report will be sent when new info is received.